Event description:
Placement of aaa endovascular graft was being performed on a female pt with calcified iliacs and distal aorta. The pt's right femoral was ballooned with an 8mm pta, but the main body graft could not be passed through the vessel. An attempt was then made to pass through the left femoral, which was tortuous. When the main body graft was being advanced, the pt became hypotensive. Angio of the right side showed leak from exterior or common iliac. Deployed two stents and another MFR's leg graft, but leak persisted. Dr converted pt to an open repair. The pt was resuscitated with cell saver and six unit of rbc's.